Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were intermittent inaccuracies between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the pump was functioning properly and administered boluses based upon sensor readings received, however there was no adverse impact to the customer. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained.